Manufacturer narrative:
The event was confirmed. Visual inspection: members of the mar team performed a visual inspection of the fractured surfaces with the aid of a stereomicroscope at magnifications of up to 50x. The returned device is in used condition with damages consistent with normal use. One of the clamp jaws has fractured from the device. The investigation determined the likely root cause of the event to be overtightening of the clamp during multiple uses. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During tka surgery, the fixation clamp broke when surgeon held the cutting block with it. Other clamp was used and finished the surgery.

Event description:
During tka surgery, the fixation clamp broke when surgeon held the cutting block with it. Other clamp was used and finished the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.